Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Event description:
It was reported that the patient underwent a va pexis procedure on an unknown date and absorbable hemostat was used. The purpose of the procedure was to improve neuralgia caused by hitting trigeminal nerve with the vertebral artery, shift the vessel and fix to dura mater. To fix the vertebral artery to dura mater, absorbable hemostat was made into some balls with soaking fibrin paste blue liquid and placed on the dura mater and sprayed fibrin paste red liquid. Following the procedure, the patient experienced hearing loss. The surgeon opined that the hearing loss was not caused by absorbable hemostat but by the operative procedure decreasing blood flow to the fixed vessel or hitting other nerve with fixed vessel. No additional information has been provided.